Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was not communicating. The field service engineer (fse) found that the station would not complete a data synchronization. The fse performed a database cleanup, after which the station was able to complete the sync. The customer tested the station, and it was working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device experienced a data sync issue. The customer reported that the system was not communicating and indicated that the station needed to be re imaged. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.